Event description:
The greenfield 12 fr ss vena cava filter migrated to the pt's atrium during the implant procedure. A procedure was performed to remove the filter, however it was unsuccessful and the pt died. It is not known if the pt's death was related to the filter. Additional info has been requested.